Event description:
Customer reported that in the oncology unit, rn was reconnecting tubing to pt 's port at blood draw. Connecting hub of bi-fuse detached from the bi-fuse tubing. No pt harm reported. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.